Event description:
It was reported by the customer that a bd pyxis¿ medstation¿ es auxiliary station went offline and did not power on. The customer stated that the user was unable to remove the medications to a patient and there was a delay in the dispensing of the medication. There were no adverse events or injuries reported based on this event.

Manufacturer narrative:
Upon investigation of the actual device used in this incident, it was determined that the malfunction occurred due to a power issue. A field service engineer identified the issue with the drawer auxiliary, found a shorted ribbon cable stretched tight over a corner on drawer and replaced the cable. There was a black mark on the back panel of the drawer. The ribbon cable was zip-tied to prevent contact with the corner. The issue was resolved. The system functioned as intended after the field service engineer troubleshooted the device.

Manufacturer narrative:
Additional information: section h imdrf annex codes and manufacturer narrative correction: section d medical device model, unique identifier (UDI), section g manufacturing location section h device manufacture date a review of the complaint history for s/n(B)(6) was performed in salesforce, which did not locate a similar complaint with the same failure mode for this serial number. A review of the device history record (DHR) for serial number (B)(6), covering the manufacturing period beginning on 22nov2023, was conducted. The review confirmed that no manufacturing nonconformances or production-related failures were identified that correlate with the customer-reported issue. The reported condition of "complete station failure / device offline / gb3sb" was confirmed by fse and subsequently confirmed in the dchu inspection process. According to work order (B)(4), the field service engineer (fse) reported that a black screen issue prevented the station from booting. The fse began by unplugging the main-to-auxiliary cables one at a time and narrowed the issue down to the 7-drawer auxiliary. The ribbon cable was found stretched tightly over a corner on drawer 1 (enhanced half-height cubie drawer), which caused it to short. A black mark was observed on the back panel of the drawer, with corresponding damage to the ribbon cable. The ribbon cable was replaced and secured with zip ties to ensure it was not contacting the corner. After this correction, the station booted up successfully. The customer recovered one failed drawer, and users were able to log in. During dchu visual inspection: p/n 121085-01: the unit revealed signs of thermal damage, including exposed copper strands and bum marks. No fluid ingress or other anomalies were observed. During dchu testing: p/n 121085-01: no further testing was required due to evidence of thermal damage, with exposed copper strands observed on the assy cbl pyxibus 7 drawer. The device was in use for treatment purposes as intended per 21 cfr 820.198(d).

Event description:
It was reported that when using the bd pyxis¿ medstation¿ es auxiliary went offline and failed to turn on, which located on gb3sb. The customer attempted to reboot the station and tried a different outlet, but the issue persisted. The customer stated that this malfunction occurred while trying to dispense the medication and caused a delay to the patient care. As per part investigation, it was determined that there was thermal damage of exposed copper strands and burn marks. There were no adverse events or injuries reported based on this event.